Event description:
Voluntary pt report (B)(4) alleges, in part, that this pt had surgery for herniated disc and claims that the surgeon was incompetent as he tried to use a video guided catheter (myelotec, inc device name) with laser that is not approved with the device. The injuries following the surgery were reported by pt as "fried nerves", pain, numbness in left foot, recurrent disc hernia, disability, loss of enjoyment of life, and she is crippled for life. The pt alleges that she has been advised by a neurosurgeon that she needs a total spine fusion and a nerve conduction study reveals complete nerve damage in her legs.

Manufacturer narrative:
Pt report (B)(4) through medwatch revealed no specific info regarding the device with the exception of the name of device - video guided catheter. This name applies to several product reference catalog numbers that are marketed and sold by myelotec, inc. The device as not rec'd for evaluation. Specific circumstances surrounding the event was not rec'd in order to facilitate an evaluation. If add'l info is rec'd, a follow-up report will be submitted.